Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted during the scheduled generator change out procedure due to high capture thresholds and poor sensing. This rv lead was replaced with an epicardial lead, as the cardiovascular surgeons did not want a transvenous lead through a new valve (it is unknown whether the valve replacement had already occurred or was scheduled for a later date). Additional information was received that the patient expired post-operation. The explanted lead was returned and is undergoing laboratory analysis. Clarification was received regarding patient death. The patient expired after an operation that was not related to the device or change out procedure.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted during the scheduled generator change out procedure due to high capture thresholds and poor sensing. This rv lead was replaced with an epicardial lead, as the cardiovascular surgeons did not want a transvenous lead through a new valve (it is unknown whether the valve replacement had already occurred or was scheduled for a later date). Additional information was received that the patient expired post-operation. The explanted lead was returned and is undergoing laboratory analysis. Clarification was received regarding patient death. The patient expired after an operation that was not related to the device or change out procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in a damaged condition that prevented complete laboratory testing. The distal portion of the anode coil was deformed. Multiple fractures were noted visually near the distal end of the segment returned as it appears to have been grabbed with a tool and smashed. It was bent at the fracture locations. A piece of the end segment of the anode coil fell off during handling. X-ray noted no other damage that already mentioned. Damage appeared to be induced during the extraction process. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use (explant related damage).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted during the scheduled generator change out procedure due to high capture thresholds and trouble sensing. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted during the scheduled generator change out procedure due to high capture thresholds and poor sensing. This rv lead was replaced with an epicardial lead, as the cardiovascular surgeons did not want a transvenous lead through a new valve (it is unknown whether the valve replacement had already occurred or was scheduled for a later date). Additional information was received that the patient expired post-operation. The explanted lead was returned and is undergoing laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.